Event description:
Reportedly the device was explanted after implant duration of zero days due to failed ring repair. The ring was replaced by a 7000tfx, 25mm valve. Patient is doing well. The device is available for return and will be returned by hvt sales rep. No further details were provided.

Manufacturer narrative:
Evaluation summary: ¿the ring was received dry. The ring exhibits heavy red/brown stains in the sewing ring fabric. Suture threads in white and blue are still attached to the ring. No other inconsistencies detected.¿ x-ray. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through telephone call from edwards hvt sales representative. Through follow up with the sales representative, no additional information and /or operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Unsuccessful ring repair.